Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by mother that the patient had been taken to the emergency room (ER) by ambulance due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached 452 mg/dl; patient stated this was due to their personal diabetes manager's inability to hold a battery charge. Symptoms reported include hyperglycemia. The patient self administered a manual injection prior to transport and was treated with intravenous fluids in the ER. Patient was still in the ER at the time this medical event was reported.